Event description:
General report received of an unspecified number of undocumented incidents of no flow. The secondary tubing sets were being used to deliver unspecified medications. It was reported that when the secondary tubing sets were connected to the clearlink on the primary tubing sets, no flow was noted from the secondary tubing sets. The secondary tubing sets were replaced and the therapies were initiated. There were no reported adverse pt effects. No medical interventions were reported. Through requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).